Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implanting physician found there was friction between the low-voltage pacing lead and the delivery catheter with resistance. The lead could not be delivered to the distal end. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the anchoring sleeve was slide to the lead distal tip, and covered the helix. No introducer or catheter was returned with the lead. The was blood visible on the lead fixation site. During the time of analysis, the analyst slid the anchoring sleeve back to the connector sleeve to perform the introducer test. The lead passed through the catheter model 304s59 without obstruction. If information is provided in the future, a supplemental report will be issued.